Event description:
During a coronary drug eluting stenting treatment procedure stent damage occurred. The lesion was located at a bifurcation in the tortuous mid circumflex artery. The guide catheter had little support while the taxus liberte' 2.7x32mm drug eluting stent was being advanced and the shaft kinked outside of the pt. The stent was also damaged, "shifting and getting deformed at the proximal portion." No pt complications occurred. Pt status is satisfactory.